Event description:
It was reported a screwdriver fracture by the tip. The process was completed with another instrument. No impact on the patient was reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: unique identifier (UDI) number: not available. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. This supplemental is being reported as retraction since this event was initially created/submitted to FDA under the wrong submission site pbg-3i on july 24, 2025, with MFR number 0001038806-2025-01776. After new information received on july 30, 2025, it was determined that this complaint corresponds to a FDA submission site zfx. A new report will be submitted after the correction.